Event description:
Boston scientific received information that the left ventricular (lv) lead has exhibited variable lead impedance measurements for over a year. Upon review of the daily measurements, it was noted that the impedance measurement occasionally reached greater than 2000 ohms within the last two months. All other lead measurements are within normal limits and no noise or sensing issues have been observed. In the clinic, the variable impedance measurements unable to be reproduce with isometrics, deep breathing, calisthenics or pocket manipulation. The lead was reprogrammed ring to coil and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.